Event description:
It was reported that the patient's pain control was "horrible over the past few days". The patient went in to the pain clinic for an evaluation. A confirmed motor stall was reported and noted in the event logs, with no motor stall recovery recorded. A tube set alarm occurred due to the motor stall. Multiple attempts were made to "update the pump" but were unsuccessful. A rotor study was performed and showed a motor stall. The patient denied being near any emi or MRI interferences. The pump was replaced. The patient was reported to be "doing well" and recovered without injury or sequela. The medication being delivered via the device system was not reported.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.